Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excruciating pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and pollakiuria ("frequent urination"). The patient was treated with surgery (essure removed). At the time of the report, the pelvic pain, back pain and pollakiuria outcome was unknown. The reporter considered back pain, pelvic pain and pollakiuria to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: case was upgraded to incident. Essure insertion date updated and removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.